Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm.

Event description:
Information received by medtronic indicated that the insulin pump received motor error. Customer was able to clear error and rewind process. Customer stated that drive support cap appeared normal. Customer also reported no delivery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.